Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The registered nurse (rn) contacted baxter's technical service center reporting a check heater line alarm during fill 1 the previous night and the home patient (hp) stated there was a lot of air in the cassette. The rn wanted to swap or call back to the hp. The technical service representative (tsr) called the hp back and ran a manual test on the unit to see if the heater bag would flow. The hp stated there was a lot of air in the cassette and it was not filling up. The tsr informed the hp that the heater bag was causing the alarm and that the setup needed to be replaced. Per the hp he didn't was to do that. The tsr informed the hp that baxter techs were there 24/7 and to call if he had anymore problems. During a follow up call with the home patient (hp) on (B)(6) 2012 regarding the air in the cassette, the hp started over with new supplies and resumed therapy on the cycler. The hp stated the peritoneal dialysis nurse (pdn) was aware of the alarm/air during therapy. The hp stated he has been doing fine with therapy on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was not confirmed. The cause was not undetermined.